Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting treatment procedure, catheter removal difficulties were encountered and foreign material was noted. Vascular access was obtained via the right and left femoral. Two lesions were identified, originating in the aorta and extending to the left and right external iliac arteries (eia). The lesion in the right eia was 100% stenosed. A .035" 180cm non-bsc guide wire was inserted and advanced from the right femoral and a .035" 260cm non-bsc guide wire was inserted and advanced from the left femoral. This 10x69x75 6f rp wallstent was implanted in the right eia and a 10x69x135 rp wallstent was implanted in the left eia without difficulties. After the stent was implanted in the right eia, the physician experienced difficulties withdrawing the stent delivery system (sds). The sds and non-bsc guide wire had to be removed together from the patient. Upon removal, a yellow foreign material was noted on the guide wire. The procedure was considered completed at this point. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting treatment procedure, catheter removal difficulties were encountered and foreign material was noted. Vascular access was obtained via the right and left femoral. Two lesions were identified, originating in the aorta and extending to the left and right external iliac arteries (eia). The lesion in the right eia was 100% stenosed. A .035" 180cm non-bsc guide wire was inserted and advanced from the right femoral and a .035" 260cm non-bsc guide wire was inserted and advanced from the left femoral. This 10x69x75 6f rp wallstent was implanted in the right eia and a 10x69x135 rp wallstent was implanted in the left eia without difficulties. After the stent was implanted in the right eia, the physician experienced difficulties withdrawing the stent delivery system (sds). The sds and non-bsc guide wire had to be removed together from the patient. Upon removal, a yellow foreign material was noted on the guide wire. The procedure was considered completed at this point. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the other stent delivery system and guide wire used in the procedure. The stent implant was not returned. A yellow film like material, bunched in appearance, measuring 79mm was also returned. Examination of the returned guide wire noted that a section of the same yellow film was on the proximal end measuring approximately 166mm in length; it was also bunched in appearance. Examination of the complaint device found no issue with the stent cup or holder. There was no issue with the movement of the outer sheath. The outer sheath was kinked at the distal end of the stainless steel shaft. The foreign material found is not part of the manufacture of the device and is not part of any component used in the manufacturing area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).